Event description:
It was reported that a user on their first day using the ilet experienced a low blood glucose, confirmed by fingerstick, with a lowest value of 59 mg/dl occurring shortly after a meal announcement; the cause was unclear. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included no use of backup therapy, no medical intervention, and no assistance required. Troubleshooting and education were completed, including discussion of early adaptation and potential algorithm overcorrection during the learning phase. Investigation included case review and user interview. Investigation of this case revealed no confirmed device malfunction and no contributory external factors were identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.